Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had known high programmed thresholds and it was reported to have prematurely depleted the battery. The device was surgically abandoned after 79 months and successfully replaced. No adverse patient effects were reported.